Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose level ranging from 328 to 450 mg/dl. Customer treated with insulin pump and manual injection. Customer declined to troubleshoot. The insulin pump was not replaced or returned for analysis.